Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. The patient effect of pain is listed as a potential adverse event of use of the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Internal file number: (B)(4).

Event description:
The following corrected information received: it cannot be confirmed if access site imaging was taken prior to proglide use. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date estimated. The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional proglide device referenced is filed under a separate medwatch report. (B)(4).

Event description:
User facility medwatch (B)(4) received that states: "deployment of abbott perclose proglide sutures 6 and 7fr to right femoral artery was unsuccessful. Patient had right and left heart cath procedure. The right femoral artery and right femoral vein were accessed with two arterial and one venous stick. Md [medical doctor] attempted to close the arteries with perclose sutures and had difficulty with deployment. Patient started complaining of severe pain of the right groin. A vascular surgeon was consulted and intensivist discussed groin situation with him. Surgeon gave him instructions as to how to proceed with the issue. Eventually, the suture delivery device was removed and manual pressure was held until hemostasis was achieved. No hematoma or bleeding noted." Subsequently, the reporter was contacted and additional information received: it was reported that an arteriotomy closure of the right femoral artery was attempted using two proglide devices after a diagnostic heart catheterization. Reportedly, no femoral angiogram was taken of the access site prior to proglide use. The proglide devices had difficulty with deployment when closing the artery. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.